Manufacturer narrative:
Product complaint # (B)(4). Additional information was received indicating that "the spring was a bit twisted and warped, but still in one piece." Depuy synthese joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination. H6: the medical device problem code has been updated to material deformation.

Event description:
Spring is damaged and the articulation surface is broken. No surgical delay or adverse affects on patient.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spring is damaged and the articulation surface is broken. No surgical delay or adverse affects on patient.